Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'blank screen' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. During evaluation the device had low audio. The cause was identified to be a detached speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.